Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found the flow cell bypass tubing was incorrectly installed which caused partial blockage. The fse replaced and correctly installed the tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneous ise (ion-selective electrode) patient results on twelve (12) patient samples. There is no report of impact to patient treatment in association with this event.